Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported to have experienced a low blood glucose of 54 mg/dl and treated with food. Customer stated that the insulin pump did not get an alert before going low. The insulin pump alarm history showed that it gave alert on low before it suspended. Blood glucose was in the 70's at that time. Customer also reported to have experienced a high blood glucose of 290 mg/dl due customer did not know that she could unsuspend the insulin pump. Customer treated with insulin pump for the high blood glucose event. Customer declined high and low blood glucose troubleshooting. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
The correct information has been updated with this report.